Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-mar-2026, it was reported by a sales representative via phone that an ar-2324bcc biocomposite swivelock eyelet broke making the anchor unusable. It was reported that as the surgeon was loading the suture into the eyelet, the eyelet broke and snapped off. This occurred outside of the patient during a rotator cuff repair procedure with no patient harm. A 5 minute case delay was experienced and no additional anesthesia was administered.